Event description:
Patient reported left side "fluid around implants" and "concerns with the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around implants".

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed four openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. Anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported left side 'fluid around implants' and 'concerns with the product'. Healthcare professional later reported left side capsular contracture baker grade iii/IV and that the patient had an ultrasound stating, "complex fluid surrounding¿ and removal from textured to smooth due to the concerns of the product. Later healthcare professional reported "I guess they had ruptured". Device was explanted and replaced and it was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6., g2, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture baker grade iii/IV and that the patient had an ultrasound stating "complex fluid surrounding¿ and removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, g2, h6. Reason for reoperation: rupture.

Event description:
Company representative later reported rupture.